Manufacturer narrative:
The device was returned for evaluation and the reported event was reproduced. In addition, a drained battery, blurred text on the rear panel and a damaged foot were all observed during evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center screen did not output properly. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, no image was displayed due to a failure of the main board. The definitive root cause of the faulty main board could not be determined. Olympus will continue to monitor field performance for this device.